Event description:
A report was received via social media that the patients scs device tried to surface and also had difficulty charging. The patient underwent an explant procedure. No further information could be obtained.